Event description:
A 12 mm screw broke off from the leibinger mandible fracture system, unable to be remove broken screw from patient's mandible. The doctor drilled down broken screw and covered it with a plate. Sales rep aware and witnessed event.

Manufacturer narrative:
Device not returned for evaluation as it is could not be removed from the patient. If additional information is received, it will be reported in a supplemental report.